Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -12.00/1.0/037 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: "reportedly, the patient does not want an exchange and will continue to be checked. The problem is resolved." Should be added to the initial MDR. Claim#: (B)(4).